Manufacturer narrative:
No devices reached sterilmed quality department for a full investigation. As such the complaint was handled as a no device return. Should the device be received in the future, the investigation may be re-opened at that time.

Event description:
Customer called and said that a syn310.23 was used on a patient and broke off and is still inside the patient. He wants us to reach out to him and let him know if this has happened with this drill bit in other patients. He didn't have the serial number or lot #.

Manufacturer narrative:
(B)(6). 7634883350. 763.488.3200. No devices reached sterilmed quality department for a full investigation. As such the complaint was handled as a no device return. Should the device be received in the future the investigation may be re-opened at that time.

Event description:
Drill bit broke while inside of patient.